Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the sureform 45 stapler placed all of the staples in one spot. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the isi clinical sales rep (csr) was onsite but not in the room. The procedure was a liver resection. The staples seem to clump together in one area and the stapler did not cut past that section. There was no tissue damage but the staple line was not complete. No medical intervention was required to address the issue. The customer used a spare stapler instrument to continue with the case. The procedure was completed with no patient injury. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.

Manufacturer narrative:
The sureform 45 stapler instrument has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. An instrument log review of the product related to the complaint was attempted, however no logs were available to confirm the procedure date nor the last use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided by the site for review. This complaint is being reported based on the following conclusion: it was alleged that the staple line was incomplete with no claim or evidence of mishandling/misuse. Review of stapler logs confirmed all firings were completed with no incomplete clamps or pauses for compression. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. .